Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
The customer reported that the insulin pump buttons were not working. The customer stated that she was playing tennis and noticed the issue when she got home but stated that the insulin pump had not been exposed to moisture. The customer received a button error alarm and was unable to clear it. The blood glucose reading was not given. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.